Event description:
It was reported that the insulin pump alarmed battery out limit, and when the customer replaced the battery, she had to leave the battery cap out about three-quarter's of the way for the device to work. The blood glucose reading was 115 mg/dl. The customer stated that the insulin pump would still randomly give a battery out limit every once in a while. Advised that a replacement battery cap would be sent out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.